Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the no image failure was due to the malfunction of the board. Additionally, it was determined that the switch issue might have been due to excessive force externally applied during use. In conclusion the device failure could have been a long-time usage of the device since manufactured.

Manufacturer narrative:
The evaluation found the asset was producing no image due to a printed circuit board failure. Additionally, the main connector unit was damaged attributing to a poor connection. The device was repaired to asset specifications and returned to asset stock. A review of the device's repair history the serviced on (B)(6) 2021; inspection only, no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center was producing no images. There was no reported allegation of any malfunction associated with the device and there was no patient injury, harm or involvement reported.